Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using apidra brand insulin, which is considered off label insulin use. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.